Event description:
It was reported that two days post system implant, the right ventricular [rv] lead threshold measurements were high. Additionally, the device had been programmed at high output at implant. It was also reported that on subsequent measurements, the rv lead threshold varied between 1 and 1.5 mv and again measured high at a recent system check. The device was explanted and replaced as it was near the elective replacement indicator [eri]; the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.